Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient had surgery on (B)(6) 2023 wherein an additional lead was implanted and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Related manufacturer report number: 1627487-2022-07098. It was reported that the patient experienced loss of therapy and an increased recharge burden. As a result surgical intervention may be undertaken at a later date.